Event description:
It was reported that a pt had an uneventful novasure endometrial ablation on (B)(6) 2012. The pt also had a hysteroscopy, removal of a mirena intrauterine device, a dilatation and curettage (d&c), and an endometrial biopsy just prior to the ablation. The pt returned (B)(6) days later ((B)(6) 2012), with "abdominal pain". A computed tomography (CT) scan showed "free air around the small bowel". She was admitted to the hospital on (B)(6) 2012, for a laparotomy. A thermal injury was seen to the fundus of the uterus and bowel. Additionally, a 3cm bowel perforation was noted. Treatment included a "bowel resection with end-to-end anastomosis" on (B)(6) 2012, the physician reported the pt remains in the hospital, but "she is improving". On (B)(6) 2012, the physician reported the pt was released on (B)(6) 2012, "having made a full recovery".

Manufacturer narrative:
Serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relation or impact to the reported observation. Device history record (DHR) review was conducted for the radio frequency controller. No relationship can be established between DHR and current complaint. (B)(4).